Manufacturer narrative:
The ICD was programmed off and a procedure has been scheduled to explant this ICD. No additional information is available. Once the ICD is explanted, it will be returned for laboratory analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized after experiencing a ventricular fibrillation (vf) followed by severe neurological damage. During the hospital stay, this patient experienced another vf which was treated by external defibrillation. When the ICD was interrogated, it was discovered there were no recorded events earlier than the last vf the patient experienced during the hospital stay. No other adverse patient effects were reported.